Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room, upon further analysis it was discovered that the patient had developed an infection and vegetation growth. The system was explanted. No other patient symptoms were reported.